Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the patient noticed the catheter was broken under the trap door, so they returned to the hospital to have it replaced. There were no injuries aside from the additional procedure.